Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed an unspecified issue with the harmonic ace instrument. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was tested, and an error message was produced confirming the customer reported issue. Inspection found mechanical indentations on the blade. The instrument was functionally tested, and no movement issue was observed. A review of the submitted video was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Fae indicated that it is difficult to fully confirm if the reported issue was with the vision side cart or the hand controls on the surgeon console. The video clip showed no instrument damage. The fae indicated that the video clip possibly demonstrates a movement issue; however, no conclusive determination can be made based on the video review.